Event description:
Roche liat sars cov 2/ influenza ] treatment under emergency use authorization(eua): false positive influenza b result and false positive sars cov 2 result. Patient was reswabbed and tested for influenza b on the sofia, result was negative. Original specimen was retested on the roche liat with both tests resulted "not detected". Tube s/n (B)(4), tube lot 01110z, exp 10/31/21, instrument m1-e-20080, assay version 1.0.2, software version 3.3.0. FDA safety report ID# (B)(4).